Event description:
It was reported that the customer experienced a blood glucose (bg) level of 42 mg/dl. Reportedly, the customer consumed carbohydrates to address their bg level. The customer alleged that the pump bolus calculation was incorrect. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended. The customer acknowledged and continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.